Manufacturer narrative:
The lead was returned in two parts. Externalized conductors due to external and internal insulation abrasion were found at 12.6-17.6cm from the lead tip. Externalized conductors due to internal insulation abrasion were found at 7.6-9.6cm from the tip. The silicone insulation was abraded at these areas and the rv sensing cables were visible. The etfe coating on one sensing cable was breached at 7.6cm from the lead tip. Internal insulation abrasion was found at 8.5-8.0 cm from tip with no damage to etfe sensing cable coating.

Event description:
It was reported that a sudden increase in pacing impedance was observed. At explant, externalized conductors were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.